Event description:
The customer stated discrepant results were generated on the axsym toxo igm assay. In (B) (6) 2009, a patient generated a nonreactive toxo igm index value of 0.43 but was reactive in (B) (6) 2009 with an index value of 0.65. The sample from july was retested with a reactive index value of 0.758. The patient tested positive for toxo igg in (B) (6) and (B) (6). Toxo igg avidity was weak (method not stated). No impact to patient management was reported.

Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 250 mg/dl, 150 mg/dl and 11 mg/dl when all tests were performed within 10 mins on the aviva system. Rptr indicated that about 30 minutes prior to the tests, he had eaten candy. Rptr stated he still felt shaky and would self treat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4) - file kit testing met all specifications. Expiration date. Retained kits of axsym toxo igm reagent, list number 9k09-20, lot numbers 76825hn00 (identical in composition to lot number 76825hn01) and 75237hn00 stored at abbott laboratories were tested in combination with axsym toxo igm calibrator, controls and in-house panels used to determine sensitivity of axsym toxo igm reagents. The calibration met the required assay validity requirements (assay parameters). The negative control, positive control values were well within the specifications as stated in the package insert and sensitivity panels were well within manufacturing specifications. No sensitivity issue was identified. A review of complaint and manufacturing records for axsym toxo igm reagent, list number 9k09-20, lot numbers 76825hn00 and 75237hn00 (and any associated sub-lots), did not identify any problems relating to the customer's observation. Sample handling is a critical factor with a high potential impact on test results and their reproducibility. The axsym toxo igm package insert was reviewed and found to contain adequate information on sample collection and preparation for analysis. The exact cause of the customer's observation could not be determined, as the affected patient samples were unavailable for investigation. Based on our investigation, we have determined that axsym toxo igm reagent, list number 9k09-20, lot numbers 76825hn01 and 75237hn00 identified in the customer's complaint are currently meeting their safety, effectiveness and label claims.